Event description:
A surgeon reported an anterior capsular radial tear occurred in area of incomplete treatment after femtosecond treatment. Additional information indicated no vitrectomy was required and the intended intraocular lens implanted without further complication.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).